Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s charging setup was not functioning properly, as the family needed to wrap the charger cord to achieve charging, and replacement charging equipment was sent; the issue corresponded to a charging problem involving the battery charger. No adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation of this case revealed a power source problem with the charging setup, consistent with a charging problem associated with the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.